Event description:
It is reported that the patient underwent a total hip arthroplasty on (B)(6) 2013. She developed fever, nausea and vomiting and was readmitted on (B)(6) 2013 when she was diagnosed with hip infection and septic shock. On (B)(6) 2013 she was discharged. Then on (B)(6) 2013 was admitted again with chest pain. On (B)(6) 2013 she underwent debridement and irrigation and explant of her hip implants. On (B)(6) 2013 she passed away.

Manufacturer narrative:
Info was received via medwatch (B)(4). This report will be amended when our investigation is complete.